Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bilateral cosmetic breast reduction. According to the reporter: the dr. Said my ultimate frustration occurred this past friday when performing a bilateral cosmetic "cash pay" breast reduction. I had to perform the circumareolar purse string 3 times as my needle quickly dulled and bent beyond use or broke before I could finish, forcing me to redo the entire purse string. This was witnessed by many and took an extra 30 minutes and cost to the patient which is quite unnecessary! Additional information has been requested of the account but no information has yet been received.